Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported during a replacement procedure, the right ventricle (rv) lead was explanted because the values were not stable since the initial implant in 2013. The physician replaced the lead with a new one to complete the procedure. No adverse patient effects were reported.